Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:atrial undersensing secondary to quiet timer blanking in pediatric and congenital heart disease patients. Pace - pacing and clinical electrophysiology. 2017; 40(7):843-849.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Five patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports atrial lead undersensing secondary to quiet timer blanking as a result of atrial amplifier saturation. The patients additionally experienced elevated pacing thresholds. One patient required reprogramming the ventricular lead pacing output, two patients required reprogramming of the rate response, and one patient required a new system implanted. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.